Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. No anomalies noted to transducer handle, saline hub, or distal tip. Marker band is present and undamaged. A hole was noted to the catheter and a catheter spilt also noted to the crosser, just near to the marker band. The catheter shaft was noted to have bunching and twisting approximately 1.7cm from the distal tip, material separation is noted to the sample. Based on the findings, the investigation is confirmed for the reported material spilt and the identified material separation, hole and the twisted issues as catheter spilt, a hole and catheter twist were noted to the returned device. However, the investigation is inconclusive for the reported failure to advance issue as the reported event can not be reproduced. A definitive root cause for the reported failure to advance, material spilt and the identified material separation, hole and twisted issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 06/2022).

Event description:
It was reported that during a recanalization procedure, the device allegedly failed to advance. It was further reported that the tip of the catheter was allegedly found to be damaged. The procedure was completed using another device. There was no reported patient injury.